Event description:
It was reported that stent dislodgement occurred. The 4.00 x 48mm synergy xd drug eluting stent was selected for use. During the procedure, while the device was inside the patient, the stent was dislodged. No patient complications were reported, and the patient was stable during the procedure. Additional information has been requested but has not yet been received. It was further reported that the vascular calcification caused the stent to hook onto the calcification and caused the stent to be damaged.

Event description:
It was reported that stent dislodgement occurred. The 4.00 x 48mm synergy xd drug eluting stent was selected for use. During the procedure, while the device was inside the patient, the stent was dislodged. No patient complications were reported, and the patient was stable during the procedure. Additional information has been requested but has not yet been received.